Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged display. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected, functionally tested and the alarm log was reviewed. The cause of the damaged display is unknown. No repairs have been performed, the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.